Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for mixed product on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure and root cause cannot be determined at this time as the issue is unconfirmed. Based on trend analysis no further action is required at this time. Samples returned - customer returned (2) loose 0.5ml insulin syringes with an open shelf carton and polybag from lot# 0174641. Consumer reported that several of the sealed bags in one box had mixed syringes of 12.7mm and syringes with shorter needle length and also stated that she has a box of 31 g 1/2 ml that she uses as back up. The returned syringes were examined and it was observed that one was a 29gx12.7mm 0.5ml insulin syringe and the other was a 31gx6mm 0.5ml insulin syringe. No evidence of manufacturing defect was observed. Since the samples were returned after use it could not be determined if the samples were incorrectly packaged together during the manufacturing process and therefore the alleged issue could not be confirmed. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had mixed product. The following information was provided by the initial reporter :   the consumer reported that several of the sealed bags in one box had mixed syringes of 12.7mm and syringes with shorter needle length. Date of event : unknown. Samples : available.